Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was noted to be torn near the ok and down arrow buttons. On testing, all the keypad buttons were unresponsive to input. The keypad cover was removed for investigation and revealed contamination under the contacts and traces of all the buttons.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: unresponsive keypad buttons with contact contamination.